Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the ra lead exhibited undefined impedance. Additional information received indicated the physician decided to place the patient under observation. Regarding adding a new lead, the physician plan to re-examine at time of the device replacement.

Event description:
It was reported that during routine device check, the atrial lead impedance was found to be high. It was also reported apparent atrial lead fracture. The atrial lead was programmed off, and device setting were re-programmed. The atrial lead remains in the patient. No patient complications have been reported as a result of this event.